Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's husband contacted dexcom on 06/30/2016 to report that the patient passed away. Patient's husband was looking to return patient's system as she had passed away. A cause or date of death was not reported. A certificate of death was not provided. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. No further event or patient information is available. No product or data was returned for evaluation. A certificate of death was not provided. The reported event could not be confirmed. A root cause could not be determined.